Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. Surgical intervention may take place to the address the issue. It is unknown which lead is liable.

Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000080316.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2022 during which the system was explanted to address the issue.